Event description:
It was reported that the self-check failed. There was reportedly no patient involvement. One therapy pca was returned for failure analysis. The specified problem was not duplicated. The pca passed all the tests. No fault was found with this therapy board.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the self-check failed. There was reportedly no patient involvement.